Event description:
It was reported that a patient had a short in his left device between contacts zero and one. It was noted that the combination was not used for programming. The reporter stated that it was believed that the patient was getting adequate therapy. It was noted that a longevity calculation was done and showed the patient should have a longevity estimate of 6.8 years from implant to end-of-life. The reporter stated that the estimate seemed high. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot# unknown, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot# unknown, implanted: (B)(6) 2009, product type lead. (B)(4).